Manufacturer narrative:
. Section e1: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was damaged and the haptic was broken. The iol came out of the injector this way and not due to insertion. The lens was cut off and removed from the patient's operative eye. Another lens was inserted as a replacement. Through follow up, it was learned that there was no patient injury. There was no medical or surgical intervention outside the standard of care was performed. The lens is not available for return. No further information was provided.

Manufacturer narrative:
Additional info: additional information was provided and reported the implant date. Another johnson & johnson lens (same model and diopter) sn (serial number) (B)(6) was implanted as a replacement. No other new information provided. The following section has been updated accordingly: section d6a: if implanted, give date: (B)(6) 2025. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.